Event description:
It was reported that the customer had excessive no delivery alarms occur with their insulin pump. The customer's blood glucose level was reported at 220 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin passed displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device functioned properly. The unit was received with minor scratched lcd window and cracked reservoir tube lip.